Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous mid left anterior descending artery that was 80% stenosed. An unspecified 2x8mm semi complaint balloon dilatation catheter (bdc) and a 2.5x8 unspecified bdc were used for pre-dilatation. A 3.0x18mm xience xpedition stent was deployed and post dilated with an 3x12mm unspecified nc balloon. A dissection occurred near the distal edge. A 2.75x15mm xience xpedition stent was used to cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.